Event description:
Rhytec was notified on 11/5/2007, that a patient experienced delayed healing and infection that resulted in a hypertrophic scar. The scar was treated with topical and injected cortical steroids. The physician reported on 11/27/2007, that the areas on the patient's chin and lower right cheek are flat and smooth and should not be a problem once the hyperemia resolves.

Manufacturer narrative:
Labeling states, the treatment site could be subject to an opportunistic infection and that precautions should be taken. The scarring occurred in the area of the infection.